Event description:
We did not place the implant or restore it. We removed on (B)(6) 2025. Tooth no. 37. Augmentation was not performed during surgery. A membrane was not used. Assessment of hygiene around implant: fair. The recall appointment scheduled was followed. The following conditions involved in the event: peri-implantitis, infection. At the time of the event or implant failure/ removal, there was pain, mobility, bleeding. The prosthesis was fitted. Type of prosthesis: crown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".